Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9294369 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that the syringe 5ml saline fill china sp experienced device damage/deformation with the device still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: on march 1st, this product was used to replenish liquid. It found the product was damaged in the process of use, and it was replaced immediately without affecting the patient.